Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse reported that he found and replaced a cut differential sample line at the pinch valve to resolve the issue. The repair was verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 30ml from the flow cell of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the customer reported that no differential results were generated at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.